Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and a cause for the slda resulting in mr in this incident could not be determined. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and the mr increased. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1-2. Two days post procedure, it was noted the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The mr increased to 2. The patient will be sent for a surgical consult. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.